Manufacturer narrative:
Upon further investigation from the surgeon and 3ds, it was determined that the final surgical splint was designed off an incorrect model of the patient's mandible. This complaint is being reported due to the surgical delay time of 1-2 hours. No adverse effects were reported after surgery.

Event description:
The vsp system final surgical splint did not fit the surgeon's planned final position of the patient's mandible during a vsp orthognathic tmj surgery. The surgical delay was reported to be 1-2 hours for achieving the splint to fit the patient's final occlusion.